Event description:
It was reported that foley catheter came out of the patient during surgery. Catheter's balloon would slowly deflate shortly after inflation and.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter came out of the patient during surgery. Catheter's balloon would slowly deflate shortly after inflation (lot#ngkn4638) and (lot#ngjz0360).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. -routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. -leave foley catheter in place only as long as needed. -do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. -inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. -to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.